Manufacturer narrative:
Since the device was not returned to the manufacturer, no information regarding the device involved is available, and the manufacturer was informed that further information cannot be collected, no further investigation can be performed, based on the limited information available, it is not possible to establish a definitive root cause for the reported event. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It should be noted that structural valve deterioration is listed as a possible adverse event in the crown IFU. The event is, therefore, a known inherent risk of the device. Should any additional information be received in the future, a follow up report will be provided.

Event description:
A patient, who had a crown prt pericardial heart valve cna23 implanted in 2018, went under re-operation due to calcified valve on (B)(6) 2022 and a perceval sutureless aortic heart valve pvs23/size m was implanted instead. Reportedly, the surgery was completed without any problems. The manufacturer was informed that no additional information can be collected at this time.